Event description:
It was reported that during the surgery, the screw was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: part: 806.004.02s lot no: 335l941 release to warehouse date: 20 sep, 2024 manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment: (B)(4). Visual analysis of the photo revealed that 2.0mm rapid resorbable cortex screw 4mm- was broken across the shaft, only a fragment of the screw was observed on the evidence provided. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. According to the surgical technique rapidsorb resorbable fixation system the following are mentioned: -important: if the tap selected is too short, it will not be possible to countersink the screw completely in the plate hole and further screwing in will inevitably lead to breakage of the screw. This can also occur if tapping is terminated before the tap shoulder has reached the plate surface. - carefully insert the selected screw, using the appropriate screwdriver, until the screw is countersunk in the plate. Use a light, two-finger approach (thumb and index finger) to insert the screw. To prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. -over insertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for 2.0mm rapid resorbable cortex screw 4mm-. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issues has caused the reported complaint condition, and it has been determined that no corrective and/or preventive action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.